Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant of the right ventricular (rv) lead was unsuccessful because the lead helix would not extend. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.